Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "last wednesday". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre reader. The reader did not power on with button press or test strip insertion and as a result, customer was unable to obtain readings. The customer experienced symptoms described as "weak and dizzy" and was unable to self-treat, requiring treatment of an unspecified injection by hcp. There was no report of death or permanent impairment associated with this event.